Event description:
A malfunction alarm was reported by the customer, identified by the display of "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any further malfunctions occurred.